Manufacturer narrative:
The reported failure of the device's internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging that a ventilator inoperative alarm occurred during a software update for a trilogy evo japan device. An evt_tpy_held_in_bm event indicating that the therapy cpu was still running in boot monitor software was observed in the error log. The issue was resolved by reinstalling the software, and the reinstallation was successful. This information does not indicate a device malfunction but reflects the service activity being performed at the time. No harm or injury was reported, and the device was not in patient use. During further evaluation of the device at the manufacturer's service center, a service required evt_internal_batt_failed error code was found in the downloaded event log after the device restarted. The technician recommended replacement of the device's internal battery to resolve the issue. The repair has not been completed because the internal battery is not currently available. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or impacts medical device reporting requirements, a follow up or supplemental report will be submitted.